Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the belt clip broke. Customer's blood glucose was 42 mg/dl. Customer treated with food. The customer was advised the belt clips would be replaced.